Manufacturer narrative:
The returned device was analyzed and no anomalies were found.

Event description:
A report was received that the patient had new pain at the ipg pocket site. The ipg was explanted. No malfunction was suspected.

Manufacturer narrative:
Implant date: 2011 (the exact date in unknown) additional suspect medical device components involved in the event: model: sc-2366-30, serial/lot: (B)(4), description: linear 3-6 lead, 30cm.

Event description:
A report was received that the patient had new pain at the ipg pocket site. The ipg was explanted. No malfunction was suspected.